Event description:
It was reported that the patient was experiencing insufficient tremor control. The patient underwent a revision procedure in which the deep brain stimulation (dbs) lead was replaced. The explanted lead will not be returned as it was discarded at the medical facility. The patient was at baseline post operatively.